Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31066211l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Situation was blood pressure decreased. Timing was at right inferior pulmonary vein (ripv) ablation, one hour after catheter use. Blood pressure recovered with vasopressor and drainage. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was with flow rate of 8-15ml/min. Description of health hazard was a cardiac tamponade. Current patient's condition was improved. Physician assessment of the health problem was non-serious (moderate/minor). Cf monitoring methods was real time graph, dashboard, vector, and visitag. Coloring settings for visitag was tag index. Additional filters for visitag was fot. Causal relationship with the product was unknown. There were no abnormalities observed prior to and during use of the product. Additional information was received on 23-aug-2023. It was discovered during use of biosense webster products. Vasopressor was administered and pericardial drainage was performed. Outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was pre: 8 seconds, post: 15 seconds.